Event description:
Medtronic received information that 17 months following the implant of this bioprosthetic valve (full root procedure, full sternotomy), the valve was explanted due to high gradients (peak 65 mm hg, mean 40 mm hg) and stenosis and replaced with a 27mm porcine valve from another manufacturer. Upon explant there were no visual anomalies. The leaflets were not damaged or calcified and there was no evidence of thrombus. Pannus formation was noted around the inflow tract on the suture line. This was believed to have been the cause of the stenosis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was not returned to medtronic for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).